Event description:
It was reported that the user received an alert 38 indicating a motor stall on the ilet pump, and after a guided dry run and full supply change, the alert resolved and did not recur; the event aligns with failure to infuse and implicates the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified in relation to a motor-related infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.